Event description:
Ous MDR - after an implantation time of about 3 months, artifacts were noted in the atrial and ventricular channel. No deterioration of the patient's state of health was reported. The pacemaker and the leads were explanted and returned for analysis. The leads are not approved in the u.s., so they will not be reported.

Manufacturer narrative:
After receipt, the pacemaker was subjected to a visual inspection. In particular, the connection system of the pacemaker was inspected. The screws and the spring elements of the lead connections were in working order. Leads inserted for test purposes were easily accessed, low ohm, and reliably contacted. The bore dimensions were also all within the dimensions set forth in the is-1 standard. Next, the pacemaker was interrogated and the memory was analyzed. The memory analysis showed the device to be in working order. The battery status was "ok".the therapy capabilities of the pacemaker were checked. The antibradycardia output signal reflected the values programmed and the device signal sensing was in working order. With respect to device function, the pacemaker was within specifications. In addition, a long-term pacing test was performed. No problems were found with the pacing function. The device was fully able to deliver therapy. There were no other discrepancies found on the leads that would explain the complaint. The mechanical and electrical values measured were within specifications. There was no materials or manufacturing defect for the pacemaker. Summary of the pacemaker is fully functional and is within specifications with respect to the connection system and electronics. Analysis of the returned device showed no out-of-specification indications that could be linked to the clinical observation. There was no material or manufacturing defect present.